Manufacturer narrative:
The report is being submitted as follow up no. 2 to provide the completed investigation results and provide additional patient demographics. One used solopath device was received for product evaluation at terumo medical corporation. The solopath was received conjoined with a medtronic endurant ii device. The solopath portion of the returned assembly was decontaminated. The assembly was wrapped in a biohazard bag and had a sticker with additional patient information. Prior to decontamination, an attempt was made to remove the endurant ii from the sheath of the solopath. This attempt was unsuccessful without sustaining significant damage to either device. After decontamination, the solopath device underwent gross visual analysis. There were two stents wrapped around the solopath body at approximately 3.25" and 9.5" from the distal tip of the solopath sheath. There was a noted accordion appearance to the first 3.25" of the proximal end of the solopath sheath indicating that buckling had occurred in the material. The stents were then carefully removed from the outer jacket of the solopath. No tears occurred during this process. From the visual analysis it was determined that the endurant device could not be removed from the solopath without cutting the solopath device. There was a formation of kinks in the endurant device distal from the tip of the solopath that prevented movement the removal without destruction. Prior to destructive testing the outer diameter of the outer jacket was taken of the solopath was taken to ensure that the sheath has been properly inflated to 23 fr. The outer diameter measured 0.2849" with the laser mike and met manufacturer specification of <0.302"". Since the endurant device was lodged with in the solopath the inner diameter of the distal tip could not be taken at this time. Prior to destructive testing to remove the endurant device modified functional testing of the outer jacket was performed by connecting an inflator filled with tap water to the collapsible port and 5 atm of water was inserted. Three separate leaks were observed when the pressure in the outer jacket crossed 5 atm. The tears in the outer jacket were located at 4.375", 7.5", 9.25" from the distal end of the sheath. In order to determine the cause of the snag that was observed that prevented the endurant from being removed from the solopath, a dremmel was employed. Approximately 0.75" of the sheath was cut to allow the passage of the endurant ii device. Once the small section of the sheath was cut, an attempt was made to straighten the kinked section of the endurant and sufficient force was applied to release the endurant from the solopath. The inner diameter of the solopath was then measured along with the maximum diameter of the kinked section. The inner diameter of the solopath measured 0.242" with pin gauges. The maximum outer diameter of the kinked section of the endurant measured 0.2697" the average outer diameter of the endurant sheath was measured to be .232" along the sheath of the endurant. The outer diameter measurements were made with a laser mike. The physician stated two separate mobility issues occurred. The first mobility is was the mobility of the solopath device with in the artery. The physician stated that the solopath had passed through a bare metal stent in the patient's iliac artery, which likely caught on the outer jacket and led to the development of holes in the outer jacket. This also would have prevented the physician from advancing or retracting the fully expanded solopath sheath. This was confirmed by the presence of tears in the outer jacket near the stents that were dissected when the patient's artery avulsed. The second mobility issue the physician stated was the he was unable to move the endurant ii device within the lumen of the solopath sheath. The presence of a kink in the endurant device, which had maximum outer diameter that exceeded the inner diameter of the solopath sheath, likely caused this mobility issue. The outer diameter differences were 0.1". The cause of the kink in the medtronic device is not clear. The kink caused the inter device mobility issues. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the additional accordion like damage seen on the proximal end of the solopath sheath likely developed as the physician attempted to advance and retract the endurant device. Operational context contributed to the failure of the device that was observed. Per the IFU if resistance is met when advancing or withdrawing the guidewire or sheath, determine the cause by fluoroscopy and correct before continuing with the procedures. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Patient code - no code available: the patient had surgery. The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported withdrawal difficulties. The following information was reported: the 19fr solopath re-collapsible sheath device was advanced through the right cfa over an .035 lunderquist wire; the balloon dilator was inflated to 20 atm and the inflation was held for 60 seconds; the balloon was then deflated and the dilator was removed; an 18fr endurant ii medtronic evar device was then inserted through the solopath; the lead physician attempted to adjust the solopath device backwards but was unable to move it; a bare-metal stent that had been placed at least two years prior was present in the right iliac; the physician then tried to remove the medtronic device, but was unable to do so; a reliant balloon was then inserted through the left cfa and inflated to occlude the aorta so that the sheath and evar device could be removed; the vessel was avulsed just distal to the aortic bifurcation; upon removal, the previously placed iliac stent clung to the sheath and was removed with it; the doctor was forced to remove the solopath and the evar device as one unit; the physician then successfully completed a retroperitoneal cut down and a fem-fem bypass to restore flow to the right lower extremity; the evar procedure was unsuccessful; the unplanned fem-fem bypass procedure was completed successfully; the reported blood loss was greater than 250 cc; and the patient is in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and the UDI no. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under evaluation.